Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received several inappropriate electric shocks due to oversensing. Low amplitude was also noted. Troubleshooting efforts were performed, however, the physician decided to turn off the therapy. No additional adverse patient effects were reported. The device remains in service.